Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during pumping. The customer's blood glucose level was 236 mg/dl. Although requested, no additional information was provided.